Manufacturer narrative:
The hill-rom technician found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complain handling system as complaint #(B)(4).